Manufacturer narrative:
Additional information was added. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered inside an empty exactamix 3000 ml eva tpn bag. The pm was observed during preparation and prior to patient use. There was no patient involvement. No additional information is available.